Event description:
The report stated that during pre-operation check, no problem was found. However, during the radio frequency ablation, the temperature fluctuated between 60 and 80 degrees. The ablation was continued but hh was displayed, indicating a temperature above 99 c, and the procedure had to be aborted.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.